Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a single false positive occurred. Confirmatory testing was performed using a pcr test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer experienced a false positive reading with the veritor at home test kit. Problem description: ¿you need to dl the app and there`s a timelimit of expiration of when you put your dna into their tester. My brother was positive, but it was wrong. We got pcr tested the next day and was negative.¿. Date of event or issue: 12/04/2021.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received positive test results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿but pcr test was negative¿. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter: address information was not able to be obtained, therefore, nj was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4).

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a single false positive occurred. Confirmatory testing was performed using a pcr test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer experienced a false positive reading with the veritor at home test kit. Problem description: ¿you need to dl the app and there`s a time limit of expiration of when you put your dna into their tester. My brother was positive, but it was wrong. We got pcr tested the next day and was negative.¿ date of event or issue: (B)(6) 2021.